Manufacturer narrative:
The reported field event of loose or intermittent connection was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-12456. It was reported that the patient presented in clinic for a device upgrade. Upon interrogation, multiple non-sustained atrial lead noise episodes were observed. The noise was reproduced with isometric exercises. Upon intraoperative testing when the device was being explanted, the atrial lead was loose in the atrial port due to loosen set screw. The physician opted to keep the atrial lead due to this finding. The patient¿s condition was stable throughout the procedure.